Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported inability to close the clip during preparation. A review of the complaint handling database found no similar incidents from this lot reported for inability to close clip. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the inability to close the clip was likely related to manufacturing due to a loose release crimper. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the failure to close the clip. It was reported that during preparation of the clip delivery system (cds), it was not possible to close the clip, the clip remained in the inverted position. The cds was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.